Event description:
Customer reported the wash concentrate bottle leaked. No injuries were reported.

Manufacturer narrative:
No product was returned for evaluation; accordingly, no conclusion can be drawn. This one of two medwatch reports being submitted as the customer reported two separate devices were involved. Reference the below MDR numbers for all associated reports: 2050012-2010-00463, 2050012-2011-07326. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for additional reportable events.